Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri). Technical services clarified that an alert was generated, however, under an incorrect date. This was due to the battery of the programmer being very low and when this happens the clock of the programmer resets to a default date, if a device is interrogated during this time and the user synchronizes the dates of the programmer and device, the episodes will be recorded under the programmers new default date. Which is what happened in this case. Technical services recommended to switch the battery of the programmer to prevent this from happening again. A follow up was performed which confirmed the depletion of the battery due to the device not being able to establish telemetry. This device was explanted and replaced due concerns of the longevity of the device. This device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. While analyzing the device a clock sync issue with the programmer was observed, recording the date of elective replacement indicator (eri) at a time that the device was not created, the date was adjusted based on day in service calculations. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri). Technical services clarified that an alert was generated, however, under an incorrect date. This was due to the battery of the programmer being very low and when this happens the clock of the programmer resets to a default date, if a device is interrogated during this time and the user synchronizes the dates of the programmer and device, the episodes will be recorded under the programmers new default date. Which is what happened in this case. Technical services recommended to switch the battery of the programmer to prevent this from happening again. A follow up was performed which confirmed the depletion of the battery due to the device not being able to establish telemetry. This device was explanted and replaced due concerns of the longevity of the device. This device is expected to be returned for analysis. No adverse patient effects were reported.